Event description:
It was reported that the bd texium closed male luer with female cap had connection issues. The following information was provided by the initial reporter: we had 2 additional issues with the same product that I would like to send back with these texium tubings. Not connecting tightly resulting in tubing needing to be switched out. Additional information received from the customer:please provide the batch# or lot# number? Unknown. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. Needed to get additional tubing. Additional access into patient line.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012241-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.